Manufacturer narrative:
The alleged incident was not caused by the device. The provider evaluated and serviced the device in the field after the alleged incident. The provider replaced the batteries and the right motor. The device is working properly.

Event description:
Consumer alleges that while riding on a bus in her chair, the driver made a sharp turn causing the consumer to allegedly fall out of the chair.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while riding on a bus in her chair, the driver made a sharp turn causing the consumer to allegedly fall out of the chair.